Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance adjusting the basal rate settings for the 3:30 a.m. Time segment from 0.7 units to 0.8 units. Reportedly, upon checking the settings, the customer realized that the midnight settings and the 3:30 a.m. Settings were exactly the same. Customer believes that the health care provider (hcp) may have mistakenly changed the settings to 0.7 units instead of 0.8 units. The customer's blood glucose level was 180 mg/dl, which was addressed with a bolus. Tandem technical support assisted the customer with the requested changes to the settings. Customer confirmed hcp would be consulted regarding the changes to the settings.